Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Failure analysis was unable to perform occlusion and the excessive no delivery test due to motor error alarm. Failure analysis was unable to verify for motor position encoder error alarm due to over written pump history. Pump received with minor scratched display window and broken reservoir tube lip. Pump received without the original pump belt clip. No damage on pump belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. Customer's blood glucose was 155 mg/dl. The customer stated the alarm persisted after a battery change. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer also reported a possible motor position encoder error alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.